Event description:
Per the audiologist, the patient reportedly had a decrease in performance. The results of an integrity test (date not reported) indicate multiple electrode anomalies. Patient was explanted 2009 and the patient was reimplanted with a new device during the same surgery.